Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The customer did not provide the product information. Therefore, no information was captured in section d4 (model #, lot # and expiration date), and the device manufacture date (h4) could not be determined. Since the product information and the pictures of the test strips vial and carton were not provided, the manufacturing and labeling records could not be reviewed.

Event description:
The customer alleged that the lot # and expiration date were not printed on the label of vial and carton of the contour test strips. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.